Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. It was confirmed via x-ray. The rv lead perforated the patient's heart wall. The cause could be attributed to patient condition, elderly patient on steroids. Also the rv lead experienced helix retraction issues. The rv lead was explanted. No additional adverse patient effects were reported.